Manufacturer narrative:
A getinge field service engineer fse evaluated the unit and confirm the failure reported by the customer. Customer will not repair it temporarily. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) can not be powered on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h11.

Event description:
N/a